Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3-date of event is estimated. During processing of this incident, attempts were made to obtain patient weight and complete event information. Further information was requested but not received. Section a4: patient weight is unknown.

Event description:
Related manufacturer reference number:1627487-2024-07168, related manufacturer reference number:1627487-2024-07216. It was reported patient had infection at the lead site. As such surgical intervention took place on (B)(6) 2024, where a washout surgery was performed, and no complications reported. No product was explanted or replaced.